Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 1000 laser fiber was used during a laser lithotripsy procedure in the bladder performed on (B)(6) 2018. Reportedly, the laser unit was a lumenis 60w. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient¿s bladder while lasering. It was unknown if the broken fragment was retrieved inside the patient's bladder. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.